Event description:
It was reported that during a procedure of the posterior lateral artery, two promus stents were deployed with a good result. The patient was removed from the table and started having chest pain. During a second percutaneous transluminal interventional (pci) procedure, it was noted that the distal stent placed in the posterior lateral had 100% occluded. A thrombectomy was performed and the clot was aspirated. A second stent was deployed overlapping the placed stent. Angiography was performed and everything looked good. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. The reported angina and thrombosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse patient events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.